Manufacturer narrative:
Follow-up # 1 date of submission, 08/25/2015-,device evaluation: the pump has been returned and evaluated by product analysis on 08/06/2015 with the following findings: a review of the pump black box data revealed multiple pump reboots had occurred. During a visual inspection of the pump, the battery compartment was found to be cracked below the bumper pad. No evidence of moisture corrosion was found in the battery compartment. The returned battery cap secured properly to the pump, and a power loss was not observed. The battery cap contact height measurements were within specifications. The battery cap contact width measurements were found to be out of specification. The pump was exercised for 24 hours with no power interruptions. The pump case was removed, and evidence of corrosion was found throughout the inside of the pump. The issue of intermittent power was observed in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.